Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy. While transecting the renal vessel, there was poor staple formation. The staples were not b-shaped. To correct the issue, the tissue was oversewn. No patient injury or extension in surgical time. Patient status is alive, no injury.